Manufacturer narrative:
The MFR did not receive devices for review. Other source documents (x-rays) were provided. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Once more detailed info becomes available, a follow up report will be filed. (B)(4).

Event description:
It was reported that the pt was implanted an inverse/reverse screw system, 4.5-30 on (B)(6) 2014, on the right side. Around (B)(6) 2014, the pt felt discomfort in his shoulder. On (B)(6) 2014, an x-ray was taken, showing a broken screw and a dislocated baseplate. As a result, the pt was revised on (B)(6) 2014.